Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil, one paper lid and one winding former with one detached needle, one suture and seven needle suture combinations were received for analysis. The product code vcp739d is multi-strand and contains eight strands per packet. Upon reviewing the sample, the detached needle appeared intact. However, the strand showed a short insertion length. It was concluded that the needle and suture combinations had separated because the suture insertion did not comply with ethicon's requirements. In the remaining seven strands, no anomalies or issues related to pull off were observed. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.